Manufacturer narrative:
The tandem pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drop of insulin during the fill tubing process. Customer's blood glucose was 300 mg/dl. Customer loaded a new cartridge successfully and resumed insulin delivery. Reportedly, the customer was using cartridges for a week. Tandem technical support told the customer this was off-label as cartridges should only be used for 2 days.